Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer¿s sibling and parent assisted in addressing the elevated bg by delivering a manual injection and replaced pump supplies. Ultimately, the customer reverted to an alternate method insulin therapy.